Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and delivery anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack near battery compartment and piston doesn't push.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.